Event description:
It was reported by the customer that there was an error 352.6640 force sensor. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fb2 for error 352.6700. Replaced front cover, rear case, barrel clamp, carriage block assy, sleeve drive, retainer, wiper seal, flange gripper, left iui, right iui & keypad. Performed calibration. A review of the device history record showed the device had a manufacture date of 09/03/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to error 352.6640 force sensor of the ind fer bead 30 3a 0.05dc ohm 0805. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1604765 for syr rear case. CAPA #: fi-2017-0015 for syr gripper.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that there was an error 352.6640 force sensor. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that there was an error 352.6640 force sensor. There was no additional information provided and no patient involvement.